Manufacturer narrative:
On november 07, 2024, novocure received patient's medical records regarding a follow-up visit with the patient's healthcare provider (hcp) on (B)(6) 2024. It was noted that the patient tried hydroxyzine to address the pruritus and insomnia, which reportedly did not help even at increased dose. The hcp recommended oral diphenhydramine (25 mg). The patient denied any skin breakdowns and remained on optune gio therapy.

Event description:
A 70-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During a review of a medical record received by novocure on (B)(6) 2024, it was noted during an oncology appointment on (B)(6) 2024, the patient experienced a skin reaction described as scalp pruritus while on optune gio therapy. To address the pruritus, the patient was prescribed hydroxyzine and clobetasol propionate cream. The patient continued optune gio therapy. The prescribing physician was contacted for additional information, but no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).